Event description:
It was reported that the bd q-syte¿ bi-extension set had air bubbles in the line and leaked at the connection to the tubing. The following information was provided by the initial reporter, translated from dutch: "the nurse reported to me that bubbles were released at the connection to the pipe... Yes leakage was identified (wet= leakage!)"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Imdrf annex g grid: g04034.

Event description:
It was reported that the bd q-syte¿ bi-extension set had air bubbles in the line and leaked at the connection to the tubing. The following information was provided by the initial reporter, translated from dutch: "the nurse reported to me that bubbles were released at the connection to the pipe... Yes leakage was identified (wet= leakage!)"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 03-aug-2022. H.6. Investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of air bubbles / air in line and leakage was not confirmed upon inspection and testing of the sample. The sample underwent our internal leakage testing and no signs of leakage or air within the line was observed. Bd cannot associate this failure to the manufacturing process since the failure was not observed during testing. There is a possibility that the connections were not correct during the use of the sample. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use.

Event description:
It was reported that the bd q-syte¿ bi-extension set had air bubbles in the line and leaked at the connection to the tubing. The following information was provided by the initial reporter, translated from dutch: "the nurse reported to me that bubbles were released at the connection to the pipe. Yes leakage was identified (wet= leakage)".